Event description:
It was reported that the insulin gauge was inaccurate. Customer reverted to an alternate method of insulin delivery. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.